Event description:
Customer reports to have physical damage of insulin pump and to have also received an unexpected restart alarm. Customer states insulin pump screen had two cracks, was pixilated and can only view partial display. Customer's blood glucose is unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked display window, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a missing end cap sticker, and a bleeding lcd glass.